Manufacturer narrative:
The reported blood loss event is attributed to air in the extracorporeal blood circuit. The cycler alarmed appropriately to the presence of air in the blood circuit. The user's guide provides adequate information regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure and venous air alarms occurred during a routine hemodialysis treatment. Rinseback was not performed due to the amount of air in the circuit, resulting in an estimated blood loss of 190 cc. No medical intervention was required.